Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "the devices can break when subjected to increased loading associated with nonunion or delayed union. Internal fixation devices are load-sharing devices that hold a fracture or fusion site in alignment until healing occurs. If healing is delayed, or does not occur, the implant can be expected to break, bend or fail. Loads produced by weight bearing, and activity levels may dictate the longevity of the implant." Pt date of birth: unknown date in 1963. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2016-04379 / 04380 / 04381).

Event description:
Patient underwent a revision of the trauma nail and screws approximately 10 months post-implantation due to the components being fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The returned devices, two screws and a nail, were confirmed to be fractured. The dimensional analysis indicated the nail to be conforming as well as the manufacturing records. The manufacturing records for the screws indicated conformance as well. The nail appears to have fractured at the distal static/dynamic slot. The screws appear to have wear from use as the green anodizing is worn in places. The root cause of the fractured components is unknown. It was stated in the complaint that the surgical technique was followed.